Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was not duplicated. The pump ehl showed there was instance of a "travel reverse" error. The pump was reassembed after the drivetrain was cleaned and lubricated, and it was attempted the pump to load standard 1a12 configuration. The pump however repeatedly produced a "learn error - comm error." Additionally, during the 12 hour test the pump produced a "motor not running" error. After investigation the results indicated a reportable malfunction due to the "motor not running" error that occurred during the 12-hour test. The cause of these issues found in the investigation was the main circuit board, motor, worm coupling, and plunger position potentiometer. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the main circuit board, motor, worm coupling, and plunger position potentiometer, and the pump passed all functional tests and performed as intended after repair.

Event description:
The customer returned the product for the device not powering on, and during inspection it was found that during the 12 hour test the pump gave a "motor not running" error. After investigation the results indicated a reportable malfunction due to the "motor not running" error that occurred during the 12-hour test. The product fault occurred during self-testing, and there was no patient involvement.